Manufacturer narrative:
A follow up report will be filed if more information becomes available.

Event description:
Refer to medwatch 1219856-2007-00339 for the first event involving the same patient. It was reported that after the first intra-aortic balloon (iab) was removed, md inserted the second iab and pump alarmed "purge failure". The pump and iab connections were checked and it was decided by the md to remove the iab and insert a third iab. This iab was inserted and is "working fine." There were no reported patient complications.